Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the up and down arrow buttons on the insulin pump seem to be stuck and that numbers go up and down without any input. The blood glucose reading was 97 mg/dl. Customer could not recall any significant events leading to this keypad issue. She also mentioned that there are cracks on the casing of the insulin pump. She stated she was not aware of how this damage occurred. Nothing further was reported.

Manufacturer narrative:
The insulin pump has intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.